Manufacturer narrative:
Qc run at 4:50 am on the day of the event was low but within the lab's established ranges (the lab has a very wide range). The system was calibrated at 5:08am and qc run at 6:08am was low. Upon system recalibration at 8:09am qc was within range and the samples were rerun. A field service engineer (fse) went on-site and evaluated the instrument and verified performance but found no issues. Per fse, the issue was caused by temperature fluctuations in the lab.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the unicel dxc 600i synchron access clinical system generated false low sodium (na) and/or chloride (cl) results. The results were reported outside of the laboratory. When the issue was noticed, samples were repeated after troubleshooting and results were amended. There was no affect to patient with regard to this event.